Event description:
A medtronic rep reported receiving a call from a site stating the vertek arm would no longer lock. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No parts have been returned to the MFR for eval.